Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient works in a hospital and was at work during the event. The patient experienced falling out of her chair and loss of consciousness for 45 minutes, due to the fall she hurt her back but there were no complications. The patient was admitted to the hospital and treated there with a "shot in her leg" (meant to be glucagon injection), glucose gel in her mouth and biscuits and sugar. At an unspecified time of the event the cgm was reading 8.0 mmol/l and the blood glucose reading was 2.9 mmol/l. The patient was discharged the same day at 8 pm. At the time of the report the patient was still unwell (she still felt tired and foggy) but feeling better. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.